Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator 2 (usm2) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy urological surgical procedure, the customer had error 319. The universal surgical manipulator 2 (usm 2) was damaged. There was no reported injury. The following additional information was obtained by following up with the customer:the system functionality was checked upon powering on the system, and it initially powered on without errors. The problem came up during the second procedure of the day. When the customer took out the camera on the usm 2 to clean the distal end lens, while reinstalling, the carriage stopped. After the problem error 319/312 was noticed. Then the customer disabled the usm 2 to continue the surgery. The customer did not start the prostatectomy part of the operation and decided to reoperate for safety reasons after the stitches were placed. Intuitive surgical, inc. (Isi) technical service engineer (tse) was not contacted for troubleshooting during the issue. The customer was asked to take photos of the error codes they saw on the touchscreen of the vision side cart (vsc).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) device has been returned and evaluated by the failure analysis team. The usm was tested on an in-house system in normal mode where it confirmed and replicated error 319. Usm was tested on a psc fixture test platform (pftp) where it failed fiber test on the rolling loop prompting an error 319. A gold rolling loop fiber was installed, and the error went away. The original rolling loop fiber was re-installed, and the error came back. The rolling loop fiber assembly will be replaced as a fix to the reported problem.